Manufacturer narrative:
Upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (ph). This event is considered not reportable to FDA.

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and started experiencing paradoxical adipose hyperplasia.